Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Reportedly, the pump was not delivering insulin as intended. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.